Event description:
It was reported the patient underwent a bilateral revision on (B)(6) 2010 following a post-operative infection six months previous.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 924256, serial# unknown, product type: accessory. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
Follow up information reported that the infection was not considered related to the implantable neurostimulator (ins) device. A culture was performed but the results were not available. In addition, the site of the location was noted at the superior portion of the extension and burr hole. If additional information is received, a follow up report will be sent.